Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During procedure, the lead was unable to be implanted. Several attempts were made but the lead would not fixate and desirable values could not be obtained. The lead was not used and was replaced. There were no patient consequences.